Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/27/2017 with the following findings: the black box and alarm history showed cs 064 call service alarms. There was evidence of moisture ingress and corrosion throughout the interior of the pump. An audible alarm failure occurred due to corrosion on the audio unit (piezo) assembly contact pads. The initial ¿call service alarm¿ complaint was unable to be adequately investigated due to a shortened battery life.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.